Manufacturer narrative:
The complaint device is to be returned for investigation. Failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the impalnt failed to osseointegrate.